Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a reported that she broke out in a bad rash. The patient described the rash as being underneath the lifevest and that it was "red, raw, and itchy" and "developing blisters that popped". There was no alleged device malfunction contributing to the irritation. Patient reported that she was prescribed an "antibiotic ointment" and that it completely cleared the skin irritation.